Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that when the package was opened, the stent looked like it was not crimped on tight enough. No patient effects were reported. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4).